Manufacturer narrative:
Investigation: the locking mechanism works correctly and the jaw-parts are fitting together as intended. The joint is easily moveable without noticeable play in ach jaw-part-position. Batch history review: the device quality and manufacturing history records for the available lot number have been requested at the responsible quality-coordinator of the production plant. The answer is still pending, the 8d report will be updated upon receipt of the review-confirmation. Conclusion and root cause: the root cause of the problem is most probably usage related. Rationale: since no deviations can be detected on the instrument, an application error is most probable. One possibility for a locking mechanism error is temporary contamination with a foreign body during the surgery or a too low clamping force while using a wrong locking position. No CAPA needed.

Manufacturer narrative:
When additional information becomes available a follow up report will be submitted.

Event description:
It was reported there was a problem with locking resulting in bleeding intraoperatively. The reporter indicated that during a liver resection the surgeon was attempting to clamp blood vessels. It was reported the jaw does not hold the blood vessels properly causing bleeding. There was a 10 minute delay in surgery as the surgeon elected to replace the instrument with another instrument. No additional operational treatment was performed and the patient is reported as fine.